Event description:
It was reported that cartridge alarm 20 repeatedly occurred during cartridge loading despite customer following prompts and having no prior history of this specific alarm with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to backup tandem x2 insulin pump for continued insulin delivery, and technical support confirmed warranty coverage, assisted with transferring therapy, and arranged shipment of replacement pump while instructing customer to place problematic pump in storage mode and return it within 10 days using provided ups materials, then program settings and reconnect continuous glucose monitor on replacement pump.